Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-06909. On 11/16/2012, the patient underwent a permanent implant procedure. It was reported, the patient experienced chest pain when the doctor attempted to advance one of the leads. As a result, the procedure was aborted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.